Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system had an ongoing problem with electrolyte results not matching. Erroneous results were reported out of the lab. It is unknown if there were changes to patient treatment as a result of this event. There were no reports of death or serious injury. No specific patient data were provided by the customer.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found cracks in the top chamber of the ion selective electrode (ise) ratio pump. The ise ratio pump was replaced. The fse also found a cracked valve and several faulty carbon bridges. The valve and the carbon bridges were also replaced. A clear root cause has not been identified for this event but appears to be associated with ise system cleaning and maintenance. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.